Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 589 mg/dl at the time of the incident. Another blood glucose level was 417 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown the auto mode feature was not active at time of high blood glucose event and performed self test it was pass. Customer stated reservoir compartment was expose to moisture. The device will not be returned for analysis.